Manufacturer narrative:
Manufacturer reference number: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was stress urinary incontinence with small cystocele. The procedure performed was a anterior intravaginal sling with anterior repair and cystoscopy. In (B)(6) of 2007 the patient underwent an additional procedure for incomplete bladder emptying and vaginal bleeding. The procedure performed was removal of foreign body in vagina, transvaginal urethral lysis, and cystoscopy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Five years post op, the patient experienced pelvic bleeding and abdominal pain.